Event description:
The customer is stating that the org-9700a receiver has two telemetry channels that are having intermittent signal loss. (B)(4).

Manufacturer narrative:
Manufacturer narrative: the customer is stating that the org-9700a receiver has two telemetry channels that are having intermittent signal loss. The device was never sent in for evaluation as the repair was rejected. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Awaiting requested device for repair and failure investigation.